Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device tab was unresponsive. A technical support specialist (tss) identified that the issue was caused by the print spooler service being in a stopped state on the application server. A product support engineer (pse) confirmed the root cause and resolved the issue by restarting the print spooler service. The system was verified to be functioning correctly, and the issue was confirmed as resolved. This issue has been reported to the development team under production issue (pi) numbers 469749 and 1248198. The tss also confirmed with the customer that the issue had been resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, the device tab was unresponsive, and reports were not generating after the server reboot. However, there were no delays or adverse events or injuries reported based on this event.